Manufacturer narrative:
This ra lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged, which resulted in loss of capture (loc). The decision was made to reprogram to vdd. There were no adverse patient effects reported.